Manufacturer narrative:
Results: the stretch resistant (sr) wire was fractured, and the proximal constraint sphere of the ruby coil was detached from the embolization coil and not returned for evaluation. Conclusions: evaluation of the returned devices revealed that the lantern was ovalized in two locations on the distal shaft. If the lantern is forcefully gripped or pinched during insertion into another catheter, this type of damage may occur. The observed ovalizations likely contributed to the resistance experienced by the physician when advancing the ruby coil. Evaluation of the ruby coil revealed that the sr wire was fractured. If the ruby coil is forcefully manipulated against resistance, the stretch resistant (sr) wire may fracture, which may cause the embolization coil to unintentionally detach. Penumbra catheters are 100% visually inspected during in-process inspection. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00406.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician loaded the lantern in another manufacturer's catheter and attempted to advance the ruby coil. While advancing the ruby coil through the lantern, the physician met resistance. As the ruby coil reached the end of the lantern, the non-penumbra catheter began to back out of the gastroduodenal artery. The physician attempted to retract the ruby coil; however, the ruby coil unintentionally detached within the lantern. The lantern was removed with the ruby coil partially in and out of it. The procedure was completed using two new ruby coils, another manufacturer's catheter, coils and microcatheter. There was no report of an adverse effect to the patient.